Event description:
The customer reported that the on/off button on the workstation will not stay on. No pt injuru was reported.

Manufacturer narrative:
The ge svc rep replaced the on/off switch on the workstation. System operates as intended.